Event description:
It was reported that during an MRI the field representative wanted to ensure that the device was programmed to MRI mode. It was noted that the patient's therapy had been deactivated prior to this MRI. Remote analysis was performed and it was determined that the device had been accidently deactivated previously due to user error. The device was subsequently turned back on. No adverse events.